Event description:
A malfunction was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts to reset the pump, and the issue did not recur, allowing continued use of the pump; the caller was advised to contact support if the problem reappeared.